Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was protruding from the skin at the pocket site. As a result, the patient¿s ipg was explanted on (B)(6) 2020.

Event description:
Related manufacturing reference number - 1627487-2020-04312.